Manufacturer narrative:
Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that during a patient event their device powered off by itself. The customer advised that the device had been on for a few minutes and that they heard a clicking noise prior to it shutting off. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that when the third party usb data cable was plugged in to the device that it would power off by itself. Physio then removed the cable from the device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The removed cable was discarded on-site by the customer and a replacement cable was obtained from their existing inventory. The cause of the reported issue was the third party usb data cable.

Event description:
The customer contacted physio-control to report that during a patient event their device powered off by itself.  The customer advised that the device had been on for a few minutes and that they heard a clicking noise prior to it shutting off.  No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.